Manufacturer narrative:
Final device analysis for extension serial (B)(4) revealed no anomalies. Visual inspections were all noted as ok. Continuity was acceptable and there were no shorts between circuits. Final device analysis for extension serial (B)(4) revealed no anomalies. Visual inspections were all noted as ok. Continuity was acceptable and there were no shorts between circuits.

Event description:
It was further reported that the patient is enjoying his therapy with no recurrence of the previously reported issue.

Event description:
It was reported that the patient experienced tingling at the site of the lead/extension connect behind the right ear. When the patient gently pressed on the connect site behind the right ear a stronger tingling was felt. Turning the head to the right elicited the same sensation. The patient had a recent all terrain vehicle accident in which he was not injured and claimed to not have stressed his neck or the deep brain stimulation system. The tingling did not come on immediately after the accident but began slowly. No other falls or problems were reported. The essential tremors continued to be well controlled. Examination revealed that impedance levels were found to fluctuate with the head in different positions and were noted to have changed since initial implant. A surgical exploration of the lead/connection site was conducted on (B)(6) 2011 and the boot from the extension connected to the right lead was found to be compromised, allowing fluid to fill the connector. It was elected to replace both extensions at that time and the issue was reported to have resolved without sequelae additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Recharger model 37651, serial #(B)(4) extension model 37085-60, serial #(B)(4), implanted: (B)(6) 2011 explanted: (B)(6) 2011 extension model 37085-60, serial #(B)(4), implanted: (B)(6) 2011 explanted: (B)(6) 2011 lead model 3387s-40, serial #(B)(4), implanted: (B)(6) 2011 explanted: unknown lead model 3387s-40, serial #(B)(4), implanted: (B)(6) 2008 explanted: unknown

Event description:
It was further reported that the patient also experienced a sudden shock in the left hand when touching the right connector. An extension fracture was suspected. It was noted that the event was related to the device/therapy and possibly related to the implant procedure.